Manufacturer narrative:
Mean age of the patient cohort (67.8 years) mean gender of the patient cohort (91 of 131 patients were male) event date is literature article published date drug-coated balloon treatment for femoropopliteal artery disease cardiovascular interventions (2017):2113-23 literature reference: http://dx.doi.org/10.1016/j.jcin.2017.06.018.

Event description:
The journal article captures the in.pact global study which sought to evaluate the safety and effectiveness of paclitaxel-coated drug-coated balloon (dcb) for the treatment of patients with de novo in-stent restenosis (isr) in complex femoropopliteal lesions. A total of 131 subjects with 144 isr lesions were included in the study for analysis. The study concluded that the in.pact admiral dcb was safe and highly effective up to 12 months after treatment in a rigorous independently adjudicated analysis of subjects with de novo isr in the full native sfa and/or full popliteal artery. Over the 12 months follow-up period, there was one case of thrombosis at the target lesion, 10 instances of target lesion revascularization and 12 instances of target vessel revascularization.